Event description:
It was reported that the reservoir of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from september 14, to september 16, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any evidence of a ruptured reservoir. The device was then filled with water and again observed for a ruptured reservoir; no issues were noted. The reported condition was not verified. A batch review was conducted and there was an issue noted during the manufacture of this lot. The reservoir of one unit of the lot ruptured during inspection/testing; however, this issue could not determined to be related to the reported issue. Same device as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.